Manufacturer narrative:
(B)(4). Any additional information provided by the customer will be included in a follow up report. At this time, vyaire has not received the suspect device/component for evaluation.

Event description:
The customer reported to vyaire that the vela ventilator experienced a "transducer fault" alarm while on a patient. The customer verified that the patient did not experience any harm or injury, the ventilator was removed and replaced with a different unit.

Manufacturer narrative:
Results of investigation: the vyaire failure analysis laboratory received the suspect component and performed a failure investigation. The reported issue was confirmed and duplicated in the laboratory setting. The root cause of the reported issue revealed pt802 failed.